Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a jetstream xc-2.1 atherectomy catheter. The device was visually examined for any shaft damage and the functional testing of the device was completed. The device showed no damage. Functional analysis was done by completing the aspiration testing of the device. The device is tested by using a 100ml beaker of water. The devices tip is submerged in a beaker of fluid and the device is run for a period of 1 minute. The final milliliters of fluid that the beaker shows after the 1minute run time is subtracted from the starting milliliters and the final number is the total that was aspirated (100ml¿11ml= 89ml). Test results showed that this device did not perform as designed per the test procedure specification sheet, withdrawing 11ml of fluid in the 1minute time frame. Inspection of the remainder of the device, revealed no other damage or irregularities. Dissection of the catheter shaft showed that the aspiration lumen was occluded with a heavy clot burden which contributed to the aspiration issues. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that there was a lack of aspiration. A 2.1mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa). The device was activated and one pass was made, with great success. An attempt to make a second pass was made; however it was noted that the device was no longer aspirating. The device was removed, re-primed and re-introduced. The device was activated again but the device stopped aspirating. The procedure was successfully completed with a 2.4mm.3.4mm jetstream device. No patient complications were reported and the patient's status was fine.